Event description:
It was reported that the device needed repair. During physical inspection, it was found that there was a chipped downstream occlusion sensor button. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped downstream occlusion sensor button. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.